Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not showing up on patient list on station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient information was not shown up on the patient list in the station. The technical support specialist (tss) verified that the patient was in a unit not associated with the station¿s area. The customer reported that the unit displayed on the server was incorrect. The tss informed the user that admission information could not be modified and demonstrated how to use the facility search feature. The user had acknowledged the guidance and contacted the pharmacy regarding the erroneous admission. The system functioned as intended after the technical support specialist troubleshoot the issue.